Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 50 mg/dl. Customer found that the threshold suspend was on. Nothing further was reported.